Manufacturer narrative:
Concomitant medical products: product ID: 37642, (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient weight was updated. The patient's scalp laceration was sutured and covered in dried blood at that point. The impedances were checked and all were normal. The patient was placed on antibiotics (keflex) prophylactically. No further complications were anticipated as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 37642, serial#: (B)(4), product type: programmer, patient.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported the patient fell and cut their head on the day of this report. A ¿call your doctor¿ message with an unknown error code was seen afterwards. They could only see the sync screen after that. The patient¿s healthcare provider (hcp) told them to get a new programmer. It was noted the patient was going to see the hcp on the day of this report to assess their condition and ins. It was also noted they would seek additional help troubleshooting and possible programmer replacement after the appointment if necessary. No medical symptoms were reported.